Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted after presenting with palpitations. They had a recent speed increase with functional improvement however, there were increased number of episodes of palpitations. Of note, the patient was also found to have a density at the inflow cannula which was deemed to be artifact after computed tomography angiograph was performed, however, the site wanted to confirm that there were no trends or downward trends in flow that could be seen in the log files. Often on event review, the patient had multiple pulsatility index (pi) with speed drops. Log files were sent for review, and they captured routine events, the ventricular assist device (vad) and peripheral equipment were functioning as intended. There were quite a few pi events recorded, shortening the data capture to just several hours.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files captured the pump functioning as intended at the fixed speed. No unusual events or alarms were noted. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.